Manufacturer narrative:
B5; additional information. H6: medical device problem codes-corrected. No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
Log file review indicated that the no external power events while connected to pm were due to dual disconnection of the system controller power leads.

Manufacturer narrative:
D4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
Event summary: it was reported that the patients log files were sent for review and captured intermittent no external power events throughout the log file. These occurred when connected to the power module indicating a potential patient cable issue.

Manufacturer narrative:
Manufacturer's investigation conclusion: the power module was submitted for evaluation concerning no external power alarms. The power module was not returned for analysis; however, a log file was submitted for review. Data from the reported event date of 13sep2024 was reviewed. There were no notable events recorded in the log file. Pump operation was not affected. Multiple good faith efforts were sent in attempt to retrieve additional information regarding the serial number of the power module, the cause of the alarm, and if any products were exchanged or returning for analysis; however, no response was received. The device history records for the power module were unable to be reviewed due to the serial number information not being provided. The heartmate 3 patient handbook (section 7 ¿alarms and troubleshooting¿) covers all alarms (visual and audible) that are associated with the system controller, including no external power, and the actions to take if the alarms cannot be resolved. The heartmate 3 patient handbook (section 6 ¿caring for the equipment¿) describes how to properly care for and clean all equipment, including the system controller and its power cables. The heartmate power module instructions for use (IFU) instructs users to regularly inspect the power module, and to not use a power module that appears damaged. The heartmate power module IFU (section 11.0 ¿routine maintenance¿) instructs users to bring their power module to an authorized service technician at least once per year for a thorough inspection and cleaning. The heartmate 3 patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.